Manufacturer narrative:
G4: 08may2020. B4: 09may2020. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04march2020.

Event description:
The customer reported requesting user interface assembly parts. In addition the customer is requesting part numbers for the touch screen, (nec) national electric code display, (lcd) liquid crystal display assembly and (ui) user interface. During further investigation, the customer stated that he replaced the (gui) graphical interface issue but still has to load software. The customer stated that the unit alarms backup alarm failed and the vent shut down button does not power the unit off. In addition, the customer saw the following errors auxiliary alarm supply failed, and 35 volt supply failed. It is unknown if the ventilator was being used on a patient at the time that the error was discovered.